Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105) has been confirmed. Upon investigation the monitor reset during incoming functionality testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca allowing high voltage to dviate to the low voltage circuitry. The root cause for the shorted igtbs could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that the monitor displayed a service code.